Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6088490, medical device expiration date: 2021-03-31, device manufacture date: 2016-03-28. Medical device lot #: 6270269, medical device expiration date :2021-09-30, device manufacture date: 2016-09-26. Medical device lot #: 6292260, medical device expiration date: 2021-10-31, device manufacture date: 2016-10-18. Initial reporter phone#: (B)(6). Investigation: samples/ photos: according to the visual analysis of the photos received, it was possible to verify that the syringe was with the broken tip. DHR/ qn/ ncmr review: the batches: 6088490, 6270269 and 6292260 of the final product 5ml glaspak ls syringe, were analyzed for the tests to verify "broken tip" and no records of this defect were evidenced. Qn/ ncmr review: there are no records of quality notification (qn) or non-conformance report (ncmr) of broken tip, for the lot involved in this claim, according to the history of the lot above. Confirmed: bd was able to confirm/ reproduce the incident in question. Based on the investigation carried out to claim broken tip in the glass syringe, it was not possible to attribute any root cause to this incident.

Event description:
It was reported before use of the bd glaspak¿ syringe, bulk, non-sterile that the tip of the glass syringe was found to be chipped. There was no report of injury or medical intervention.